Manufacturer narrative:
(B)(4) . The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph verified the reported issue of a hole in the blister packages. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disconnect cap prep kits had holes in the individual disconnect cap pouch. There was no patient involvement. No additional information is available.